Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from patient letter stating not charging for 2 hrs, light flashing green. Message indicating " software problem, cannot continue, call medtronics 1, intellis, 2.3.6, 3.58, 4. Qf new. I called manufacturer to report problem, after I took battery out for 10 seconds. Resolved for now, I moved charging belt bag to the left side where my implant resides, bag was on the right side which may have been too far away from my implant.

Manufacturer narrative:
Section g2 is updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 97745 serial# (B)(6) product type programmer, patient product ID 97755 serial# (B)(6) product type recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was patient reported having issues charging the implant and the issue began the last 3 weeks. Patient would charge at excellent but it wouldn't charge and it took over 2 hours to charge the implant. Patient couldn't tell if the implant was charging because they didn't hear beeps anymore. Patient would keep resetting the controller. Patient would get an error message that they couldn't recall. During the call there were no damages on the recharger. In the controller charging port patient stated 2 of the pins on top were receded or dark and patient could see the 4 pins at the bottom pretty well but one area was darker. An email was sent to repair to replace the controller. Additional information received from patient. Pt called back and stated she has gotten a white screen on the controller 2 times in the past couple of days. Pt reported seeing software problem message intellis - 3.6 - 58 - qf_new and a white screen while trying to charge the ins. Pt was able to reset the controller both times and resolved the issue - pt did verify that she got her controller replaced recently in march 2024. Pt stated it took her 3 hours to get her ins charged yesterday and the ins was only @ 80% and her controller was "in the danger zone" patient services is sending a request to repair for the rtm cord. Additional information was received. Patient called back and stated they received the replacement recharger and had nothing but problems charging the implant. Patient stated when they first got the recharger it was hard to plug it into the controller but the recharger loosened and was not hard to plug into the controller. Patient took a long time to charge the implant and they would get a message to move the controller closer to the implant. Patient would sit for an hour and a half and implant was in the red. During the call there were no damages on the recharger and could see 1 row in the controller charging port. Patient cleaned both pins. Patient plugged the recharger and got no device found. Patient got 97/97/97 on passive recharge. Patient got excellent and controller was at 60% and implant was at 90%. Patient could feel where their implant was and it was the size of a computer mouse. Agent redirected patient to their hcp to address the issue if the issue didn't resolve.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient (pt). It was reported that the patient called back with continued issues charging the implant. Agent confirmed pt was using the most recent external equipment listed in secure note ((B)(6)). Pt stated they are so frustrated with getting the implant to charge. Pt added that a lot of the time, the controller says 'cant find device' even though they can feel the implant battery and the recharger is right on it and they are sitting still. Pt stated the implant will finally start charging and they see the green blinking light but then after an hour or two, the implant was still in the 'red zone'. Pt stated 1 time, the screen went white or goes black. Pt stated one time after an hour of charging the implant, the controller battery was 'almost down to nothing'. During the call, pt saw controller at 90% and implant 50% recharging excellent. Pt mentioned the controller had to be replaced last time. Pt asked about how to activate passive recharge mode - agent reviewed. Pt denied falls/trauma. Pt confirmed no damage to recharger pins but pt 'thinks' and has a feeling that 1 pin in controller port is 'receded back' but they cannot be sure because they have issues with depth perception. Pt noted that the implant battery looks like it has turned and they can feel one part is sticking out further. During the call, pt mentioned that a person that put the 'paddle in' operated on them because they lost a piece of the disc and it landed on their sciatic nerve. Pt stated they were then implanted with the scs implant after doing shots and ablations. Pt noted the implant has helped 80%. The patient was redirected to their healthcare provider (hcp) to further address implant charging issue since replacement controller and recharger did not resolve the issue.